Event description:
It was reported that the user¿s prior g6 sensor expired, and a new sensor start was attempted with successful pairing. The user was advised to expect warmup initiation within 30 minutes and to perform a fingerstick and enter the blood glucose into the ilet pump due to dosing suspension. Symptoms included hyperglycemia peaking at 342 mg/dl. Outcomes included continued pump guidance and education with dosing paused pending sensor warmup. Investigation included troubleshooting and user education to start a new sensor, confirm pairing, and enter a fingerstick blood glucose into the pump. Investigation of this case revealed that the sensor expiration and delay in warmup led to a dosing stop, which was mitigated by fingerstick entry and monitoring. It was concluded, based on previously established findings for similar reports, that user guidance and proper sensor start procedures resolve the condition without device malfunction.